Event description:
It was reported that a ventricular event was recorded in (B)(6) 2025 and electrogram (egm)s showed noise oversensing on both the atrial and ventricular channel. It appeared that this event was external and isolated. Presenting egm's showed appropriate function and all other measurements were satisfactory. No adverse patient effects were reported. The device remains implanted.